Event description:
Became so sick and weak. A perfectly healthy (B)(6) y/o could not walk across a grocery store or even climb a flight the stairs due to heart palpitations, high bp, extreme fatigue and joint pain. Hair falling out, blurry vision, ringing in ears, anxiety, insomnia, weight gain, just to name a few, 90% gone after implant removal. FDA safety report ID# (B)(4).